Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable and "service code 204") has been confirmed. As received, the belt failed incoming functionality testing, specifically the electrode belt would not communicate with a monitor. The cause for the test failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received a "service code 204 - belt unusable" and reported that a cable was damaged.